Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report from a nurse of peritonitis and break in aseptic technique coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2013, the peritoneal dialysis nurse contacted baxter customer services and reported the following information. On an unreported date, the patient experienced a break in aseptic technique further described as made a mistake and touch contamination. On (B)(6) 2012, the patient experienced peritonitis as a result of the break in aseptic technique and was hospitalized for the event. On (B)(6) 2012, the patient was discharged from the hospital. On an unreported date, the patient recovered from peritonitis. The nurse stated the peritonitis was unrelated to dianeal therapy. On (B)(6) 2013, product surveillance spoke with another nurse on the dialysis unit and the following information was reported. The patient was treated with vancomycin intravenously (IV) and bactroban ointment topically to the exit site (treatment dates, dosage and frequency were not reported). It was unknown if the patient had an exit site infection. While hospitalized, the patient's family was retrained on proper aseptic technique before discharge from the hospital. No further information was available at this time.

Manufacturer narrative:
(B)(4). A sample is not required for use error as there is no allegation against the device. Since the lot number is unknown, a batch review was not performed. This report of use error - breach in aseptic technique is confirmed because the nurse reported there was a break in aseptic technique described as made a mistake and touch contamination however, the assignable cause could not be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.